Event description:
Transgastric jejunal tube placed on 10/14/99 under fluoroscopy(to replace previous defective tube). On 10/15, the balloon was visible and noted to be leaking. Tube was secured in place and md notified on 10/16 morning. Tube removed. Plans are to not replace due to obvious faulty product. Second tube with balloon rupture in one week. Ballard medical notified 10/18/1999.